Event description:
The core universal driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the flex strip was identified as the probable cause of the device running on its own without activation as damage to the hall sensor line could result in false run signals leading to intermittent operation.